Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site called in with a c-34 error on the erbe generator when using monopolar. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the site restart the erbe generator with no change. They did not have an external generator. The tse advised the site that this was up to the surgeon on how to proceed at this point. Later, the site called back and stated they were able to locate the force triad but could not locate the energy activation cable. The tse provided the energy activation cable part number to the staff and a description of the cable. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the site obtained a cable and completed the procedure with an external generator (force triad).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error c-84 occurred at start-up. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The iesu was placed on a system and run in normal mode. C-34 error occurred on startup and mono coag activation. The front bezel is in decent condition during visual inspection. The root cause is attributed to a defective component. The measurement value for high frequency voltage was too small.